Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a physician regarding a patient in (B)(6) receiving intrathecal gabalon via an implanted pump. The daily dosage was 90 mcg. The administered period was (B)(6) 2015(B)(6) through (B)(6) 2016 and was continuing. The pump was implanted (B)(6) 2015. The purpose of use was spinal cord injury. There were no concomitant medications. The patient experienced an overdose (B)(6) 2016. The severity was not severe. On (B)(6) 2016 a refill was performed at 11 am and the concentration of the drug was changed to 1000u from 500u. A bridge bolus was conducted then. The dose amount was changed to 90 mcg/day from 85 mcg/day. On (B)(6) 2016 the patient could not smoothly walk after the refill dated on (B)(6) 2016. The patient visited the hospital at 4 pm. The pump was interrogated to check the condition of the pump. It was confirmed that there was no issue with the pump. Programming data at the refill was checked and it was noticed that old drug desired dose was supposed to be set up as 85 mcg/day but was actually set up as bridge bolus with 237 mcg. When the patient visited the hospital on the day, the bridge bolus time (for about 24 hours) was already passed. The physician therefore considered that the current condition of the patient would not be aggravated more, and was to be monitored at home. The physician accidentally made a mistake to overdosage during programming, and reported this accident to the hospital. The outcome was unrecovered (B)(6) 2016. There was no causal relationship with the drug, catheter, pump or programmer. There was a causal relationship with the surgical procedure. Additional information as received from a hcp clarified on (B)(6) 2016, had trouble walking after the refill. Hospital visit at (time). No problems were observed upon performing interrogation and checking the pump's condition. When checking the programming data from when the refill took place, it was discovered that when setting the bridge bolus, the daily dosage for old drug dose was supposed to be input as 85 &#61932; but it was mistakenly input as the bolus dose of 237 g. When the patient visited the hospital, the bridge bolus period (about 24 hours) had already passed, so it was determined that it would not get worse than this; therefore, the patient could monitor the progress at home. An incident report was submitted to the hospital for excessive dosage due to a careless mistake during programming. A pump operability test, rotor test, and catheter x-ray were not performed. Additional information was requested regarding the clinician programmer ((B)(4)) serial number. Should additional information be provided a supplemental report will be submitted.